Manufacturer narrative:
The biomedical engineer (bme) reported that a patient expired while connected to the central nurse's station (cns). They would like to access the report connect feature of their netkonnect server to gather data relating to the case. The monitoring system was working as intended, the doctors simply wanted to gather data to see what happened leading up to and after the event. The nihon kohden technical support and networking teams have provided the bme with access to the data.

Event description:
The biomedical engineer (bme) reported that a patient expired while connected to the central nurse's station (cns).

Manufacturer narrative:
Details of complaint customer needed assistance on accessing report connect feature on the netkonnect server. A patient had expired and would like to gather data regarding the case. It was stated that the monitoring system functioned as intended; doctors simply want to gather data to see what happened leading up to and after the event. Service requested: troubleshooting. Service performed: troubleshooting.

Event description:
The biomedical engineer (bme) reported that a patient expired while connected to the central nurse's station (cns).